Event description:
There were two devices involved in the same procedure. This complaint pertains to device 2. Insulation on shaft of device tore, causing a burn on the patient's lip as well as burn lesions on the tongue during ent surgery. Medical treatment to the burns was not identified. The physician saw the patient for a follow-up visit two weeks post surgery and indicated that the patient was fine.

Manufacturer narrative:
Peak surgical will submit a follow-up report when additional information on the device evaluation is available.